Event description:
During a follow-up one day post routine device exchange, increased capture threshold which resulted in loss of capture was observed on the right ventricular (rv) lead. The patient experienced asystole. The rv lead was explanted and replaced to resolved the event. The suspected cause of the event was micro-dislodgment. The patient was stable.